Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm change sensor. Customer's blood glucose was 264 mg/dl. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discuss timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out sensor. Customer removed the sensor prior to calling the helpline for troubleshooting. The customer will return the sensor and receive a replacement.